Event description:
It was reported that after the scheduled retrieval of a jugular ivc filter, it was reported that a limb was allegedly detached and remained in the ivc. It had not migrated and there was no extravasation. The filter was placed just over three months ago, with good placement, 2cm below renal. Placement was uneventful. The doctor has no plans to remove the limb, as allegedly he is not overly concerned. Indication for the filter - right popliteal dvt. Anticoagulation was being withheld, due to surgery (hysterectomy). The inner diameter of the vena cava measured 20mm. Allegedly, there was a 5 degree tilt, and perforation of cava to the left with fractured leg identified before attempted removal. There was no clot found in the filter, upon removal. Current patient status: patient s/p hysterectomy. No longer considered at risk for thromboembolic disease. No patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The filter sample was returned without the jugular delivery system. All the arms were intact; one leg was partially detached approximately 14.72mm from the apex. The filter was observed under the microscope (10x) for the detached portion of the leg. The fractured leg was observed and the surface appeared flat. Heat was applied to the filter and the filter took shape. The filter was measured and all measurements taken were within specifications. The complaint was confirmed for detachment of component. Root cause unknown. The current information for use states: potential complications: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.